Manufacturer narrative:
(B)(4): the investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. A device history record review will be requested.

Event description:
Pt status post construct implantation, c3 to s1 returned to surgeon after a fall. An x-ray showed three cancellous polyaxial screws. During the revision the surgeon removed the broken top portion of the three screws and left the remaining shafts in the pt's bone. Surgeon revised the pt from c2 to t2 with another construct. This is one of three reports for this event.